Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis also found the distal's pulleys had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was observed on the prograsp forceps instrument. No missing or fallen pieces were reported.